Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6). The full name of the event site address was shortened due to field character limit; the full name is (B)(6). Device not accessible for testing: (4117/3233): additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had autofill failure. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Corrected data: b5, h6(clinical code) updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported during a routine check, that the cardiosave intra-aortic balloon pump (iabp) had autofill failure.

Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to investigate. The fse replaced the helium fill manifold then performed all functional tests. The iabp unit was ran on a trainer and confirmed to be working to factory specifications. It was noted that the doppler could not be tested as it was not in the device drawer. Additionally, the fse replaced the 9v battery per general maintenance. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4,e1(site country),g3,g6,g7,h2,h4,h6(type of investigation, investigation findings, investigation conclusions),h10 additional information: e1(event site postal code-(B)(6))

Event description:
N/a